Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector during user handling of the device. It then caused an abnormality in electrical components and the suggested event occurred. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image the user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. During initial inspection of the device, error code e315 (unsupported scope) was displayed on the screen. No image was displayed when the endoscope was connected and switched on. The moisture indicator was triggered and there was evidence of fluid ingress within the plug body. The device failed the electrical safety test. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope displayed e315 error during preparation for use for a procedure. The intended procedure was completed with a similar device. There were no reports of patient harm associated with the event.